Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, wires exposed) was confirmed. Upon investigation the distribution node (dn) to rear wire therapy electrode cables were ripped from the dn. Additionally, the trunk cable connector was cracked. The root cause of the damaged cables and cracked connector could not be positively identified but was likely physical abuse. No adverse event occurred due to the damaged electrode belt connector and cables. The pt was issued a replacement electrode belt.

Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the wires on the electrode belt had pulled loose from the vibration box. The pt was issued a replacement electrode belt.